Manufacturer narrative:
Other - adverse events have been added. Additional codes (patient codes): (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational database study was conducted to obtain post-market clinical data for medtronic spine implantable devices. These data were queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 75, gender- (male- 45; female- 29), age (mean age)- 64 years pre-operative diagnosis- degenerative disease (29 patient), trauma (33 patient), deformity (2 patient), failed fusion (7 patient), tumor (2 patient), infection (2 patient). Procedure- anterior cervical corpectomy and fusion (accf), posterior spinal fusion (psf), anterior cervical discectomy (acdf), open reduction internal fixation (orif) as per clinical study it was reported that a total of 75 patient met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of spinal devices. Based on the charted diagnoses, patients were stratified into one of five evidence groups for analysis: degenerative disease (29 patient), trauma (33 patient), deformity (2 patient), failed fusion (7 patient), tumor (2 patient), infection (2 patient). 29 patients diagnosed with degenerative disease with 3 months follow-up that and 23 patients had radiographic notes specifying fusion status. Successful fusion was noted for 4 of the 23 patients. 33 patient diagnosed with trauma with 3-months follow-up timepoint. 20 patients had radiographic notes specifying fusion status. Successful fusion was noted for 8 of the 20 patients. The 2 patients treated for deformity had radiographic notes specifying fusion status. No fusion was noted for the 2 patients. 7 patients diagnosed with failed fusion, 5 had radiographic notes specifying fusion status. Successful fusion was noted for 1 of the 5 patients. The 7 patients treated for failed fusion, 5 had radiographic notes specifying fusion status with 3-months follow-up time point. Successful fusion was noted for 1 of the 5 patients. The 2 patients treated for tumor had radiographic notes specifying fusion status with 3-months follow-up time point. Successful fusion was noted for 1 of the 2 patients. None of the 2 patients treated for infection had radiographic notes specifying fusion status with 3-months follow-up. In the degenerative disease group, 21 of 29 patients were recorded as having an ae. 2 patient had dysphagia, 1 patient had dysphonia, there were 2 reports of revision surgery. The reason for revision surgery were not specified. Lower back pain observed in 2 patient and 2 patient have lower extremity pain, 5 patient have neck pain, 1 patient have scrotal pain, 2 patient have upper extremity pain, 2 patient have lower e xtremity paresthesia, 1 patient have lowe extremity radiculopathy, lower extremity weakness, 2 patient have neck stiffness, 1 patient have muscle spasm, 1 patient have neck swelling, 2 patient have paresthesia, 1 patient have pleural effusions, 1 patient have pneu mothorax, 1 patient have scalp paresthesia, 1 patient have upper extremity hyperesthesia, 9 patient have upper extremity paresthesia, 1 patient have upper extremity weakness, 2 patient have difficulty walking, 1 patient have arteriovenous fistula, 5 patient have surgical wound complications, 1 patient have anxiety, 1 patient have depression, 1 patient have balance issues, 1 patient have sleep disruption, 1 patient have difficulty breathing. In the trauma group, 22 of 33 patients were recorded as having an ae. In total, 53 aes were recorded across 29 different types of aes. 1 patient have dysphonia, 1 patient have progressive kyphosis, 2 patient have pseudarthrosis. 1 patient have back pain, 3 patient have general pain, 9 patient have neck pain, 1 patient have upper back pain, 5 patient have upper extremity pain, 2 patient have abnormal posture, 1 patient have lower extremity deficit, 1 patient have lower extremity instability, 1 patient have lower extremity weakness, 1 patient have muscle spasm, 2 patient have neck stiffness, 1 patient have scalp paresthesia, 3 upper extremity paresthesia, 1 patient have upper extremity radiculopathy, 1 patient have upper extremity swelling, 3 patient have upper extremity weakness, 1 patient have surgical wound dehiscence, 2 patient have surgical wound discharge, 1 patient have surgical wound revision, 1 patient have syncopal event, 1 patient have weakness, 1 patient have fatigue, 2 patient have urinary incontinence, 1 patient have lumbar degenerative disease. In the deformity group, the 2 patients were recorded as having an ae. In total, 4 aes were recorded across 4 different types of aes. 1 patient have upper extremity deficit, 1 patient have lower extremity deficit, 1 patient have lower back pain, 1 patient have lower extremity radiculopathy. In the failed fusion group, 6 of 7 patients were recorded as having an ae. 2 patients have pseudarthrosis. 3 cases were reported of revision surgery (1 due to pseudarthrosis; 1 due to hardware failure, and 1 reason is not specified). 1 patient have neck pain, 1 patient have upper extremity pain, 3 patients have surgical wound complications. In the tumor group the 2 patients were recorded as having an ae. In total, 4 aes were recorded across 3 different types of aes. 1 patient have decreased range of motion, 2 patients have upper extremity weakness, 1 patient have surgical wound discharge. No reported aes were found for the infection group. Other reported aes were known complications of s pine fusion surgery, general surgery, or continued discomfort. The reported serious aes are not anticipated to be device related. In this retrospective observational study, clinical data for fusion status was limited to 3-months follow up, a time point that is too early for final fusion assessments. Longer follow-up duration and an increased sample size will be required to obtain a more conclusive picture of the device¿s performance in aiding fusion.